Manufacturer narrative:
Video logs were reviewed, and user errors were observed from procedure recording. The user removed the scope from the patient without disconnecting it from the idm. Failure analysis investigation of the scope was performed. Physical inspection of the scope revealed a bend at the junction of the bending section and the laser cut shaft, causing segment separation at the proximal end of the bending section. A kink on the shaft was formed and wrinkle on the surrounding outer jacket. This is confirmed to be due to the scope being removed from the patient without disconnecting from the idm. Failure analysis of the system logs and controller logs were performed. The controller, idm, and software were behaving as expected. The unresponsive behavior in articulation is due to scope being damaged due to the user error during the procedure. This resulted in poor response to articulation commands. The cause of the injury is due to the scope prematurely removed from the patient. The complaint is reported due to the following conclusions: during a galaxy-assisted biopsy procedure, the patient had bleeding and was treated with ice cold saline. Since the cause of the injury is user error, the use of the scope contributed to the injury.

Event description:
It was reported that while undergoing a galaxy-assisted biopsy procedure of a lesion at the right upper lobe, the patient developed bleeding. Ice cold saline was administered, and additional intervention was not necessary. The physician attributes the injury to the scope and states it exhibited abnormal shapes and behavior during the procedure. Investigation determined the scope was prematurely removed from the patient. Attempts to collect patient demographic information were unsuccessful.